Event description:
Per information provided: (B)(6) 2015 - patient was diagnosed with ventral incisional hernia thereby underwent laparoscopic repair with implant of ventralight st using echo ps (device 1) and composix e/x (device 2). Per op notes, ¿a large hernia sac was identified and reduced. A ventralight st using echo ps (device 1) and a composix e/x (device #2) was placed and sutured using sorbafix absorbable tacks.¿ (B)(6) 2020 - patient was diagnosed with recurrent ventral incisional hernia with abdominal pain thereby underwent robotic assisted laparoscopic repair with excision of ventralight st using echo ps (device 1), composix e/x (device 2) and implant of ventralight st using echo ps 2 (device 3). Per op notes, ¿extensive adhesions were note and lysed. The prior mesh (device 1 and 2) identified to be rippled and folded back itself and the superior edge of mesh had come loose. The entire mesh (device 1 and 2) was excised and removed. The hernia defect was identified and reduced. A ventralight st using echo ps 2 (device 3) was placed and sutured.¿

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-dec-2014) is considered to be a best estimate. This emdr represents the bard mesh - composix e/x (device 2). Additional supplemental emdrs were submitted to represent the bard ventralight st w/ echo (device 1) and bard ventralight st w/ echo 2 (device 3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.